Event description:
During a procedure for placement of a gastrostomy set, the physician used a cook flow 20 percutaneous endoscopic gastrostomy set. The physician stated when the feeding tube was pulled through the stoma trac (to tighten it up), the internal bolster came through the incision and blood splashed the physician's face. The physician then stated that the internal bolster that came through the incision also came through the external bolster's lumen into the feeding tub. No section of the device detached inside the pt. It is unk how the procedure was completed. Information regarding what was done in response to the user's exposure to the pt's bodily fluid was requested but not provided. While the exact details were not provided, it is reasonable to believe the user would have undergone some level of monitoring and/or preventative treatment on response to this occurrence. A section of the device did not remain inside the pt's body. Our attempts to collect additional information regarding the pt outcome were unsuccessful. While the complainant did not specify if the pt experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the pt was adversely impacted.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions state the following: "potential complications associated with the placement and use of a peg tube include, but are not limited to, tube dislodgment or migration. Warning: the bolster should sit close to the skin but not tight against the skin. Excessive friction on the gastric feeding tube may cause premature removal, fatigue or failure of the device." Prior to distribution, all cook devices are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.